Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-09881, 2017865-2019-09887, 2017865-2019-09889. It was reported that the system had been previously explanted and re-implanted due to infection. Since the re-implant, the patient has not responded to bi-ventricular therapy as before. The left ventricular lead was placed in a different branch than initial implant. The physician decided to cap and replace the lead on (B)(6) 2019. The new lead was placed in the branch as the initial implant. The system was functioning normally before, during and after the procedure. The procedure was performed without complications and the patient tolerated the procedure well. The patient was stable post procedure.

Manufacturer narrative:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
New information noted that the system that was explanted due to infection was not due to this device. There is no allegation that the device caused or contributed to the infection.